Event description:
Customer reported a pt sample containing anti-e did not react with vrc107 (untreated). Reactivity was observed with the treated cells. No death or serious injury was associated with this incident.